Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a wire separation was noted. The zipwire guide wire was flushed in the hoop, however, when the zipwire guide wire was removed from the hoop, the distal tip was damaged and "the core looks out of the tip". This device did not come in contact with the patient. The procedure was successfully completed with another of the same devices.